Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable intrathecal drug infusion pump indicated for non-malignant pain. The pump contained dilaudid with an unknown concentration at a dose of 0.17 mg/day. It was reported the patient had a pump pocket infection. The pump was explanted on (B)(6) 2017. The explanted pump was discarded and would be replaced in the future. Environmental/external/patient factors that might have led or contributed to the issue included cancer. There were no diagnostics/troubleshooting performed. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.